Event description:
The esteem system was implanted ((B)(6)2012) - intra-operative system testing indicated all implanted devices were operating normally, pt's incision was closed. At activation ((B)(6)2012), the point at which the system is turned on and the pt is expected to hear with the system for the first time, the pt claims he initially heard faint confirmation tones. Baseline hearing was very poor. Hearing of confirmation tones was either very faint or non-existent. Based on feedback from the pt, it is difficult to determine if confirmation tones were successful. A full revision was performed on ((B)(6) 2012), the sensor was found to be operating normally, the driver was behaving as if it had been electrically shorted. The driver was explanted for analysis and returned to (B)(4).

Manufacturer narrative:
Third method of eval used x-ray analysis, indicated solder reflow and indicated a likely location for where this could have caused electrical shorting, but no conclusion draw based on these images. Fourth method was visual inspection with dissection of the device, conclusively indicated shorting in the location identified with x-ray analysis.